Manufacturer narrative:
The device could not be repaired. The customer was provided with a warranty device. Physio-control product analysis center (pac) further evaluated the customer's device and verified the reported issue. It was discovered that one of the battery cells of bt1 has become compromised. There is substantial rust buildup on the negative side of the battery which hinders the hlc from charging properly. Root cause determined to be contamination on bt1. The device was archived by stryker.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench) and would not power on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
(B)(6). Physio-control evaluated the customer's device and verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench) and would not power on. There were no reports of patient use associated with the reported event.